Event description:
Physician reported approximately, 1 week after the patient was implanted with an infusion system for pain management, the patient experienced "severe anxiety" and presented to the emergency room. It was reported while in the emergency room, patient was demanding the pump be shut off and explanted. A nurse contacted manufacturer to obtain the required password to shut the pump off. Manufacturer's technical services warned the nurse that it would be a permanent "off state" and the pump would no longer be functional. The nurse confirmed that the pump would be explanted. The patient later returned to the clinic asking that the device be restarted. The pump status displayed, "pump stopped due to off state." The physician contacted manufacturer and requested a recovery from this pump mode due to the circumstances surrounding the patient's health history, and desire to avoid further surgical intervention. The physician reported, the patient suffers from neuropathic pain following mastecomy surgery for breast carcinoma. She had previously failed numerous neuropathic pain medicines as well as oral opiates due to sedation. The patient also utilizes an implanted spinal cord stimulator and receives "some benefit." The infusion pump was implanted to reduce her oral medication need. The manufacturer assisted the physician and patient with this request, and in 2007, utilizing special manufacturer infusion software, the implanted pump function was restored. The pump was programmed to infuse morphine 10mg/ml at 0.48mg/day. On 02/09/2007 manufacturer's representative reported, the pain clinic reported the patient to be "doing well, no complaints."